Event description:
It was reported that there were air bubbles collecting at the luer lock. Customer had elevated blood glucose levels (330 mg/dl). Troubleshooting was performed and air bubbles were able to be expelled.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt (B)(6) .